Event description:
It was reported that the patient had a catheter revision due to a cracked/torn catheter. The patient stated that 'the catheter was cracked and had a tear in it' and 'that some of the medication was going in her back and kidneys'. The patient also said that 'her back is bleeding', however 'the surgeon looked at the bleeding and indicated there was no infection and was normal'. The patient reported symptoms of the catheter tear/crack as 'having no control over her legs, bowels or bladder and it was impacting her heart and causing serious problems'. The patient stated that 'she is doing much better since the surgery to replace the catheter'. Information later reported by the healthcare provider, confirmed that on (B)(6) 2012 that the catheter revision was done and a catheter segment was replaced on (B)(6) 2012 due to a break/hole/tear, in several areas. The catheter dye study which was done on (B)(6) 2012 showed 'contrast dye pooled outside of spine and small amount of dye was layered in spinal canal'. The patient was hospitalized due to the event, and patient outcome was listed as 'patient recovered without sequelae'. The medications in the pump were dilaudid and bupivicaine prior to the revision, and only dilaudid following the revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# n122996003, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information reported that the patient had been in withdrawal and had lost 30 pounds. At the time of the catheter issue, the patient also was ¿going mental,¿ ¿couldn¿t think,¿ and couldn¿t drive.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient "was feeling wrong" when the doctor tested the pump and told her they found the catheter was occluded.

Manufacturer narrative:
(B)(4).